Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the medium-large clip applier instrument failed to deploy the clip. The procedure continued as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the isi clinical territory associate (cta) and obtained the following information: the cta was informed of an issue with two medium-large clip applier instruments being used in a nephrectomy procedure that had issues. When using the instrument r with the green weck hem-o-lock clips, the clip would not lock into place. An alternative medium-large clip applier instrument was then used, and the clip locked but could not be released from the instrument jaws. The instrument had to be moved and the clip removed gently from the clip appliers with the help of other instruments. The impact on the patient was a small delay to the case ~5/10 minutes and the surgeon lost faith in the clip appliers and instead relied on the sureform 45 to staple across the vessels.

Manufacturer narrative:
Based on the claim against the product noting could not clip, an investigation is in progress to determine the cause of this reported event. An RMA has been issued requesting to have the medium-large clip applier instrument returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history does show patient identifier (B)(6) as a related complaint (the other medium-large clip applier instrument that was used in the same procedure).

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation replicated and confirmed the customer-reported complaint. Fa found the primary functional test failure on the clip test to be related to the reported complaint. The medium-large clip applier was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The medium-large clip applier moved intuitively with a full range of motion in all directions. The grip clip test was performed and failed. The instrument failed the clip test due to a misaligned grip-tip of the clip (e.g., the instrument passes engagement and is able to retain the clip through engagement but cannot engage the clip). The root cause of loss of functionality to apply a clip is attributed to a misaligned grip-tip. The damage was found at the tip of the clip groove, causing a 0.015" offset at the tips. As a result, the clip could not be released from one of the grips.